Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17500948 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported the saber rx 3mm 4cm 155 ruptured at 15 atmospheres (atm), so I replaced it with another balloon. No patient injury caused by rupture was reported and the product is not available for return. Additional information has been requested.

Manufacturer narrative:
As reported, a 3x40mm 155cm saber rx ruptured at fifteen (15) atmospheres (atm), so it was replaced with another balloon. No patient injury was reportedly caused by the rupture. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 15 atm. The product was removed intact (in one piece) from the patient. The patient left the hospital without any issue. The device was not returned for analysis. A device history record (DHR) review of lot 17500948 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (some difficulty crossing the lesion) may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported the saber rx 3 mm 4 cm 155 ruptured at 15 atmospheres (atm), so I replaced it with another balloon. No patient injury caused by rupture was reported and the product is not available for return. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 15 atm. The product was removed intact (in one piece) from the patient. The patient left the hospital without any issue.